Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows fifty successfully performed treatments. The reported treatment(s) could be identified in the logfile. The surgeon used the reclaimed patient interface two times (twice in right eye) for the same patient. The first treatment of the patient's right eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment before the laser fired. The treatment was aborted by user. In summary the pi lost suction before the laser fired. The reported issue is not caused by the system or the used patient interface. The info message was displayed vacuum pumps stopped by foot pedal - treatment is aborted indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. Direct after this treatment the surgeon starts the second treatment with same patient interface and patient. The second treatment of the patient's right eye was aborted prior to procedure. Suction ring and patient interface was docked several times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value, the surgeon pressed the foot pedal and stopped the vacuum process, the treatment was cancelled. The treatment was aborted by user. In summary the patient interface lost suction before the laser fired. Malfunction cannot be confirmed. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing food pedal and could be finished successfully using another patient interface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported suction was lost with a patient interface. Additional information has been requested.